Event description:
It was reported when using the bd pyxis¿ medbank tower, the cubex application was frozen. The customer reported that the malfunction took place when the user tried to dispense medication to the patient and they unable to issue levofloxacin 250mg tab and prednisone 20 mg tab, there was no delay reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubex application was frozen. A technical support specialist restarted all in one (aio) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.